Manufacturer narrative:
Product event summary: analysis found that the handle was broken and errors were noted in the error log. As a result the software was reloaded and updated as a preventative measure.

Event description:
It was reported that the programmer was broken and would freeze up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.